Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an electrophysiology (ep) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 27f sheath and the ep procedure was completed. Reportedly post procedure, the suture broke as the physician grabbed it for tightening. Hemostasis was achieved with the remaining pre-placed proglide suture and a figure of eight stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in a sheath size of 27f. It should be noted the electronic proglide instructions for use (IFU) states: ¿for access sites in the common femoral vein using 5f to 24f sheaths. At least two devices and the pre-close technique are required.¿ the IFU violation did not contribute to the reported difficulties. Based on the reported information the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1494: indication for use.